Manufacturer narrative:
Evaluation method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that the lens optic is torn in half. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the search. The lens was cleaned and re-inspected at 6.3x magnification. No bubbles were seen in the lens optic. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens, he could see that there were a cluster of bubbles in the lens optic at 250x magnification. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound. No patient injury. The reporter stated that the bubbles were unable to be seen with the naked eye.